Manufacturer narrative:
Per the manufacturer¿s technical support specialist, the non-clinical activity was the user facility¿s biomedical technician performing maintenance on the unit.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'disk boot failure' message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.